Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number h028400. Manufacturing location: (B)(6). Supplier: (B)(6). Date of manufacture: january 05, 2017. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported device was used in surgery on (B)(6) 2017. A lcp (locking compression plate) drill sleeve couldn't be attached to a plate. The surgery was extended for 15 minutes. No information available about patient and surgical outcome. Concomitant device: 1x unk plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation has been completed. This complaint is confirmed. The returned device has the first half turn of the thread is rolled over and shut by the chamfer. As per the investigation, it was determined that processing and inspection requirements were met. No further containment activities have been initiated because of these findings. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part was being processed through a red-wheel operation to provide a uniform finish instead. The part design allows a first thread geometry to be thin which would not be maintained when processed. Regarding inspection and the cause for escape, avalign followed the defined inspections methods required by synthes. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. Relevant actions have been launched to address this matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.